Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed no miss setting or other errors related to delivery failure. Functional testing was able to replicate the reported issue. The pump accuracy was within specification; however, it was close to the upper limit of the reference value and tended to overdose. The root cause was determined to be pump mechanism. The expulsor was adjusted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a flow rate of 15 percent more flow. Event occurred while patient in use, no adverse patient effects were reported by the customer.